Event description:
It was reported that a patient underwent a procedure to correct scoliosis on (B)(6) 2015 and suture was used. During the procedure, the tab broke. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed. The tab area was bent, indicating that force was applied to the tab. Two sides of the fixation tab had sheared off from the rest of the device and this is not unexpected when the fixation tab is overstressed.